Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was identified to be a subject of the recall. The device was explanted and replaced. No further information is available.

Manufacturer narrative:
Analysis was normal. The device was tested on the bench and high voltage charging was normal. No anomalies were found.